Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose, customer performed a correction injection using multiple daily injections (mdi). Customer resolved the issue by disconnecting, performing a fill tubing to ensure insulin delivery, and then resuming insulin administration.